Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver observed the ilet delivering more insulin than expected, with a low glucose episode preceded by a high and no reported infusion set leakage or moisture; guidance was provided to monitor pre-meal glucose, avoid overcorrection during lows, and follow up with the treating clinician. Symptoms included hypoglycemia with reported shaking or tremors and muscle weakness, occurring in the context of a prior hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.